Event description:
The customer observed false positive architect total b-hcg result on a 41-year-old female patient who was diagnosed with abnormal uterine bleeding. The physician questioned the result. The customer repeated the sample, and the results were negative. The following data was provided: initial result = 921.21 miu/ml (positive) repeat results = < 1.2 miu/ml (negative); < 1.2 miu/ml (negative) no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false positive architect total b-hcg result on a 41-year-old female patient who was diagnosed with abnormal uterine bleeding. The physician questioned the result. The customer repeated the sample, and the results were negative. The following data was provided: initial result = 921.21 miu/ml (positive). Repeat results = < 1.2 miu/ml (negative); < 1.2 miu/ml (negative). No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, ticket trending review, device history record review, field data review, and labeling review. In-house testing of retained reagent kit was also completed. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. Ticket trending review did not identify any trends for the issue for the product. Device history record review did not identify any non-conformances or deviations with lot 45625ud02 and complaint issue. The overall performance of the architect total b-hcg reagents in the field was reviewed using data gathered from customers worldwide. The median value of the negative population for the complaint lot is within the established limits. Labeling was reviewed and sufficiently addresses the customer's issue. Accuracy testing was completed using panels which mimic patient samples using an in-house retained kit stored at the recommended storage condition. All specifications were met indicating that the lot is performing acceptably. Based on this investigation, no systemic issue or deficiency was identified for the architect total b-hcg reagent lot 45625ud02. The following sections have been corrected to reflect the current contact (B)(6), wiesbaden, deu: g1-contact office first name. G1-contact office last name. G1-contact office address 1. G1-contact office city. G1-contact office postal code. G1-contact office country. G1-contact office phone number. G1-contact office email. G1-contact office fax number.